Manufacturer narrative:
A replacement device has been sent to the customer. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on upon opening the lid. The device not automatically powering on when the lid is opened can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was still able to be powered on and off by pressing the on/off button. Stryker determined the cause of the reported issue to be the reed switch, designator sw5. The customer has been provided with a replacement device. The returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not powering on upon opening the lid. The device not automatically powering on when the lid is opened can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.